Event description:
It was reported to medtronic minimed that the customer experienced a partial display, and pump error 130(this alarm is generated when the insulin pump detects movement in hall sensor counts that are unexpected since the insulin pump did not command motor movement). The customer reported no adverse event. The event involved product(s) mmt-1780kl. Troubleshooting was performed. The time clock was visible on screen. The pump was not exposed to high magnetic environment. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1780kl was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unable to do the self-test, displacement test, rewind, prime/seating, basic occlusion test, force sensor test and occlusion test due to constant pump error 43. Successfully downloaded history files and traces using thus. In the downloaded history files, pump error 43 occurred on 07/06/2025 13:19:03.000 and 07/06/2025 13:30:06.000 and pump error 130 was recorded on 07/06/2025 13:13:20.000 until 07/06/2025 13:42:00.000. Pump was cut open to perform visual inspection and found moisture damage on pcba 1, pcba 2, force sensor and motor. The p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: missing display window/cover, cracked case, battery tube threads - cracked, broken belt clip rails and cracked case-corner of belt clip rails. Pump error 43 was confirmed during testing due to corroded home switch. Exposed to moisture confirmed at the pcba 1, pcba 2, force sensor and motor. Pump error 130 confirmed on 06-jul-2025 found in the history file. Missing segments/partial display was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.